Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart would not connect to main cart and gave the error message "localizer not connected." The representative (rep) reported that after power-cycling, the error message changed to "localizer faulted." After a second power-cycling and interconnect cable switch, the system returned to a "localizer not connected." It was noted that there were no image available on the camera cart screen at time of call and amber light was present on system. The rep was entering a case at time of call and was unable to troubleshoot further. There was no patient involvement. The rep called back to further troubleshot and the ndi toolbox was checked for camera faults. There were multiple faults found, including bumped and storage temperature exceeded.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable. D9, h2, h3: the hardware was returned and analysis was performed. Scratches were found on both lenses of the returned positioning sensor unit (psu). A check of the event log showed intermittent firmware incompatibility dating back to sep 2018 and intermittent illuminator current low dating back to apr 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .203 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. Codes b01, c02, d02 are applicable to this analysis. The return of 9735821r provided the lot number p900818. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.